Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that connector c35-o came apart from the injector during use. The following information was provided by the initial reporter: material no: 515070, batch no: unknown. It was reported one patient reported the injector and connector had come apart and had to go to the hospital to have it fixed. Pr 4 of 4: this pr is for the connector- cat # 515070 with incident of disconnection. Per response email: what is the lot number of the affected devices, if available? Unfortunately this was not tracked and is not available. Are any details about the reported issue known? The customer is still looking to verify this with us but they believe that there were about 6 patients sent home with the infusor bottle set up and about 5 reported incidents. One patient came back into the hospital and they reported that the injector/connector had come apart and they had to push them back together. Only part of the drug was administered to the patient. Please verify if the patient received their full dose and it just took longer than anticipated or was the full does not administered. Was there a leakage or any defect with the product ? They said that the patients did not receive their full dose. They did not report any leakage or defect with the product other than the one instance where they reported that the components had come apart. " event description per email states: started adding phaseal optima injectors onto the end of the tubing of baxter infusor pumps and connected to a phaseal optima connector for access to patient. These pumps are sent home with the patient for drug infusions over 46 hrs. It was reported that several of the pumps that went home with the phaseal components didn't infuse the appropriate. Patient's full drug dose was not infused in the time it was expected to infuse. Sales & clinical team are arranging a call with the customer to discuss further. We've heard that there were 5 incidents this week. (B)(6) 2020: tw notice sent requesting if clamp was used.